Event description:
It was reported that the device was used during a delay tramm flap. It was reported that instrument would not release after firing on the vessel. There was no consequence to the pt.